Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad) and diabetes mellitus. The patient arrived at the cath lab with a foley catheter already in place and with red-tinged urine noted. After transfer to the ICU, the rn reported blood in the urine and laboratory evidence of hemolysis. An echocardiogram was subsequently obtained; however, the care team was unable to verify impella position or assess cardiac function, and the device was not repositioned. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology and severe hemodynamic compromise (scai stage e).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided.